Event description:
Nurse reported that she was in the process of using the machine to suction a resident via tracheostomy when she heard a "pop" then saw flames coming from the machine. She immediately stopped process, extinguished the flames, and assessed the resident. The resident was unharmed, the machine was removed and replaced, and a ticket was generated for facilities to inspect the outlets for faultiness.